Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported aviva blood glucose results: 01:41 7.8 mmol/l, had symptoms of hypoglycemia 01:43 2.8 mmol/l customer reported she had not washed hands. She ate, "some dextrose tablets and then 3 weetabix", then retested as shown below: 01:54 11.1 mmol/l 01:55 7.1 mmol/l 01:56 4.8 mmol/l reported no adverse event. A request was made for the return of the meter and strips.